Manufacturer narrative:
The product associated with this report was received by allergan; however, the product analysis results are pending at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or de connector tubing."

Event description:
Allergan rep reported an allegedly "defective" lap-band device. Follow up findings: health professional reported that this event was first noticed when the pt came in for a fill and reported no restriction. The pt complained again of no restriction at a later fill appointment. A fluoroscopy was conducted and found the "device was still positioned correctly." The lap-band system is scheduled for removal and replacement. Follow up findings: health professional reported that the lap-band device was explanted and replaced.